Event description:
A customer reported that the air tube continuously infused bubbles while in the middle of the procedure. The customer used artery forceps to stop the air infusion. The customer aspirated the bubbles out of the eye and completed the procedure with no pt harm.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).